Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000543, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that while booting, the mvs computer showed a "degraded" raid and a drive with a status error. The mvs computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that there was a degraded hard drive on the mobile viewing station (mvs). There was no patient involvement.